Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. High temperature. During the procedure, there was high temperature reading from the catheter when the radio frequency was being delivered. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The temperature cut off exceeded for one second and the system stopped the ablation. The generator was set to power control mode, 35 and 40w. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-oct-2023, a hole was observed in the pebax area. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax on 20-oct-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on 20-oct-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed a hole was observed in the pebax area. No foreign material was observed inside. No other damage was observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. The damage found in the pebax is unrelated to the event. The root cause of the pebax damage could be related to the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. The high temperature issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿high temperature reading¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole in the pebax area¿. Manufacturer's reference number: (B)(4).